Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 allegedly due to periprosthetic fracture and metal on metal findings. All components were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces, minor taper fretting, and missing porous coating. However, it could not be determined whether any of the observed features were due or prior to the removal of products, therefore examination of returned device was inconclusive in determining root cause for the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿interoperative or postoperative bone fracture and/or postoperative pain¿ and / or "persistent pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Initial reporter telephone: (B)(6). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01192 & 01847).

Event description:
It was reported that the patient had an initial hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 due to periprosthetic fracture and metal on metal findings. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.